Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was out in the sun and subsequently, multiple temperature alarms occurred while charging and not charging the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.